Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the native valve was found to be severely calcified. The valve was pre-dilated with a 23mm balloon and recaptured twice before final release. During angiographic control, an infold of the valve was observed, leading to the decision to post-dilate with a 28mm balloon. During balloon deflation, a problem with pacing was identified, resulting in migration of the balloon into the aorta and subsequent dislodgement of the valve. A new medtronic valve was successfully implanted.

Manufacturer narrative:
Product ID d-evolutfx-34 (lot: 0012998117); product type: 0195-heart valves; implant date n/a; explant date n/a updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgement, the valve was positioned at a depth of 5mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). The valve was recaptured as it tended to rise during the initial phase of release. Following deployment, the valve dislodged to 2cm above the aortic annulus. A non-medtronic (safari xs) guidewire was used during the procedure. It was reported that a procedural delay occurred as a result of the infold. It was noted that pacing stimulation was induced through the guidewire.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.